Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported she had developed a yeast infection underneath her breasts and on parts of her stomach. The rash was described as raw and wet. During a follow up with the patient on (B)(6) 2015, the patient reported that she saw her doctor and was prescribed a cream. She reported that the irritation no longer itched. Final medical outcome of the irritation was unknown.